Event description:
It was reported that during a device replacement procedure, it was impossible to connect or insert a competitor lead to the new implantable cardioverter defibrillator (ICD). The ICD was not used and a competitor device was implanted without connection problems. No patient complications have been reported as a result of this event.